Event description:
Additional information was received that the physician believed the pacing inhibition after lead replacement was due to low electrolytes. At follow-up a few weeks after the revision there was no observations of inhibition.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had a lead safety switch for out of range low pacing impedances last year. The therapy and sensitivity were reprogrammed, resulting in only a little noise in bipolar but was not being sensed. Now, the patient was having episodes of no capture; the programming was changed to voo, the output was increased, and the lead was reprogrammed to unipolar. However, a few days later the patient had another episode of no capture with pacing inhibition of greater than three seconds, where the pacing inhibition could be reproduced with isometrics. The lead was explanted and replaced, and the device remained in-service. It was noted that after the lead was replaced, there was again pacing inhibition that lasted three seconds. A data analysis of the device was performed, and the diagnostics were normal. Additional information regarding resolution was requested. No adverse patient effects were reported.